Event description:
It was reported that a large volume folfusor underinfused antibiotic by approximately 50ml out of 230ml. This was observed during patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot: the suspect lot numbers are 21g023 and 21g024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot# 21g023 was manufactured between 14jul2021 to 15jul2021 and lot# 21g024 was manufactured between 08jul2021 to 09jul2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.